Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 47 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) pacing impedance measurements were greater than 2000 ohms. A fracture was suspected but was not able to be confirmed. Programming was changed with a successful threshold. However the patient experienced diaphragm stimulation while lying down on left side. During the procedure it was found that the patient was occluded on the left side and after multiple attempts the physician was not able to get access to the heart. The lv lead was explanted. The patient underwent an additional procedure approximately one month later to add epicardial leads. During the second procedure they were unable to pace the lv, thus the crt-d was explanted. No additional adverse patient effects were reported.